Event description:
It was reported, during an implant procedure, the screw would not retract for reposition. The screw was caught and extended. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted, the helix was bent and stretched out of specification. Damage at implant noted. Primary analysis finding noted no anomalies found.